Event description:
It was reported that pump displayed malfunction code 12 related to a brief power issue, and patient could not reset pump because charging cable was at home while patient was several hours away without insulin backup. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.